Event description:
Description (B)(6) 2016 : "patient had in stent restenosis with pci on (B)(6) 2016." On (B)(6) 2016 event received from (B)(6) post approval clinical study of nirxcell, site (B)(6) medical center: patient had index procedure performed on (B)(6) 2016 and in stent restenosis with pci on (B)(6) 2016. Additional information on (B)(6) 2016: (B)(6) , (B)(6) research center, reported that the subject was experiencing chest pain on (B)(6) 2016- revascularization was performed on two different areas on (B)(6) 2016- one involving the area where the nirxcell stent was placed, and another area that involved an older stent. There was restenosis in both areas. Additional information on (B)(6) 2016: the patient was taking medication at enrollment. Angina type: stable, (B)(6) cardiovascular society class ii, (B)(6) heart association class ii additional information on (B)(6) 2016: the two lesion sites were the proximal lad which had a medtronic integrity stent (implanted on (B)(6) 2016) that had restenosis and the mid rca which was the study stent restenosis. The index procedure for the study stent was (B)(6) 2016. There was no injury to the patient during index procedure and the index procedure was successful. The revasc procedure for the non-study stent was (B)(6) 2016 and for the study stent (B)(6) 2016 with both being successful. Patient is doing good.